Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported during dwell 2 she received an alarm "supply bag lines are blocked". The patient opened the cycler door and noticed fluid coming out of the cassette. Treatment was discontinued. The cassette/tubing set in question was discarded. During follow up with the patient and the pd nurse it was noted the patient was prescribed antibiotics (fortaz 1.0 g) as a prophylactic. There were no reported injuries as a result of the leak.